Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va167y4, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on november 22 reported the lead was bad and they didn¿t know why. The rep they could not see any visible damage. The rep noted it was twisted in the pocket. The rep noted the information was confirmed with the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the lead was discarded for to dispose.

Manufacturer narrative:
Information reference the main device component of the system and other applicable components are: product ID 3889-28, lot# va167y4 , implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor manufacturer representative reported that they are doing a pocket revision today to move the ins. After moving ins and reconnecting the lead all the impedances are >4000 ohms. Representative said all impedances were fine pre-op and the blue tip was all the way into the ins. It was also reported that when they open the pocket, the lead was twisted and they did not get any motor response and the lead was finally replaced. No symptoms were reported and no further complications were noted or anticipated